Event description:
It was reported by the affiliate that the 1 ems device was used during a hernia repair procedure. It was reported that the device jammed. The case was completed with another device and there was no consequence to the pt.